Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. The record review confirmed the labeling, material, and process controls were within spec. There were no reported device malfunctions.

Event description:
During a call to technical support, a pdrn reported that an unnamed pt was diagnosed with peritonitis. No add'l pt or device info was provided.